Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use, and the plug deployment button could not be pressed to release the plug. The device was withdrawn from the body, and an attempt was made to press the button outside the patient. There was no reported patient injury. The device was used during a radiofrequency ablation procedure. The user was trained on the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU). The indicator wire cowling locked against the handle assembly. An audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show red color during retraction, and the indicator window did not change color. There was no issue with or damage to the deployment lever. The button could not be pressed inside the lumen, and it was finally forcibly pressed outside the body and was pressed down. The button was not pressed when the window was showing black/black. The window was not showing red when the button was pressed. When the device was removed from the patient, the indicator wire loop was deployed/visible, and the guidewire loop could not be pulled. The device was attempted to be deployed outside the patient¿s body and was forcibly pressed for release. The procedure used a retrograde approach. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.